Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2017 was above 600 mg/dl with extreme thirst. The reporter noted the patient self-treated with insulin via injection; they remained on pump therapy. It was reported that some of the pump's prime sequence steps were incomplete for an unknown reason. This complaint is being reported because the reported health event is was attributed to an alleged malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2018 with the following findings: during investigation, there was no meter was returned with the pump. The black box for event date (B)(6) 2017 was overwritten. Unable to verify if a loss of prime or no cartridge detected warning occurred on event date. There was no loss of prime events observed in available black box data. The alarm history showed a ¿replace cartridge¿ alarm. The next prime was recorded on (B)(6) 2017. The prime history showed one prime of 14.16 u on event date (B)(6) 2017 . The basal history showed several 0.00 u basal rates on event date (B)(6) 2017 at 00:40, at 00:55 (due to prime), at 01:34, at 08:07, at 08:37, at 08:46, at 16:10, at 19:55 and at 23:07. The black box for the event date is overwritten. A rewind, load, prime sequence and fill cannula were successfully completed with no errors or alarms were duplicated. Force sensor measure with in specification. The pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and the total daily dose showed 48.0 u. No loss of primes duplicated during this time. The total daily dose added up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and there were no force sensor defects were observed. Unable to duplicate the complaint, information for the complaint date is overwritten. The display screen has a pinkish contrast.